Event description:
The customer contact reported a leak below the flush device; subsequently blood loss was noted. The device was returned to the distribution services department with an unsigned note that stated, "a-line leaking at transducer site, dripped fluid and blood on floor, blood backed up to syringe." No tracking info was provided; therefore, specific pt info or event details were not available. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.